Event description:
The patient was last seen by the treating vns physician on (B)(6) 2011, and there is no mention of the patient's death in his medical chart. The last note reported that he also had prostate and bladder cancer. The relationship of these events is unknown. No diagnostics were recorded in the chart. Attempts for additional information have been unsuccessful to date. Attempts for the death certificate are in progress, but it has not been received to date.

Event description:
During an in-house device audit call, it was reported by the physician's office that the patient had expired on (B)(6) 2012. The office did not have any record of the vns device(s) being explanted. No additoinal information was provided, and attempts for additional information have been unsuccessful to date. The physician is no longer a practicing at the office.

Event description:
This death event has been reviewed by the manufacturer's nurse, and with the available information has been determined to be possible sudep. The patient died and had epilepsy, and also had bladder and prostate cancer but the cause of death is unknown at this time. As such, sudep cannot be ruled out as a possible cause.

Event description:
The patient's death certificate was received from the state vital records department which reported the cause of death as cardiac arrest, respiratory failure and pneumonia. Other significant conditions contributing to the death but not resulting in the underlying cause was coronary artery disease. No operation was performed for any condition. The date of death was confirmed as (B)(6) 2012. Follow-up was performed on (B)(6) 2013 to the treating hospital facility for additional information regarding the cause of death and the relationship to vns. However, additional information could not be provided without patient spouse/caregiver written consent. This death event was reviewed by the manufacturer's nurse and with the available information has been determined not to be sudep. Per the death certificate, the cause of death was due to cardiac arrest, respiratory failure, and pneumonia. The patient died in the hospital, indicating he was likely not in a reasonable state of health at the time of death, and the death was likely witnessed.